Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that some modules failed to reconnect when powered up for go-live, they produce ¿poor connection to module¿ red-screen errors or pumps boot up and show no charge. There was no patient involvement.

Manufacturer narrative:
A1 - patient identifier was updated. D3 - MFR establishment name: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.